Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The software was downloaded and the user configurations were reloaded. The unit was returned to service.

Event description:
The hospital reported the unit had errors that adversely affected the ability to mechanically ventilate during preuse testing. There was no report of patient involvement.